Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer inadvertently delivered a 7 units bolus. Reportedly, the customer delivered a bolus using the units of insulin option instead of delivering a bolus for food consumed. The customer's blood glucose level was 120 mg/dl. Customer continued to use the pump for insulin therapy.